Event description:
It was reported that the device was used during an esophagojejunectomy. The device fired without incidence. On second post operative day, the pt experienced leakage and bleeding of approximately 2000cc. The pt was taken in for a reoperation where it was discovered that there were staples missing from the staple line. Conservative treatment was initiated. Pt recovered without incidence.